Manufacturer narrative:
The investigation for the reported low flows has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the low flows was most likely use related cannula kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. During attempted implant, impella cp kinked. When the pump started it was producing low flows. The pump was explanted as a result. There was no reported harm to the patient.